Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the hypotube separation occurred during packaging of the device for return shipment.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted blood on the shaft, which is consistent with handling and advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The balloon was tightly folded, and the tip length and balloon crossing profile met manufacturing criteria. There were multiple bends in the shaft. Since these damages were not noted during inspection prior to use or included in the incident complaint, they likely occurred during the procedural attempts to cross the lesion, and/or during handling, packaging, and shipment back to abbott vascular for analysis. The shaft was separated 70.5cm distal to the strain relief tubing. Follow-up information received from the account revealed that the shaft inadvertently separated/detached during packaging for return shipment. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all coronary dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. The lesion was described as mildly tortuous and mildly calcified, which likely contributed to the reported failure to advance/cross the lesion. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there were no other incidents for shaft separation/detachment for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly calcified/tortuous mid left anterior descending artery, the 3.0x20 rx trek dilatation catheter was advanced but could not cross the lesion. The catheter was withdrawn from the anatomy and dilatation was successfully performed using a 3.0x15 trek. There was no adverse patient effect or reported significant clinical delay in the procedure. Return device analysis revealed that the hypotube was separated.